Event description:
It was reported that 2 bd ultra-fine¿ ii short needle insulin syringe were broken and distorted. The following information was provided by the initial reporter, translated from korean to english: and you can see the thumb press button is broken and distorted in one syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1228497; medical device expiration date: 30-ep-2026; device manufacture date: 16-aug-2021; medical device lot #: 1291193; medical device expiration date: 31-oct-2026; device manufacture date: 18-oct-2021.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-nov-2022. Investigation summary: customer returned (6) 0.5ml syringes. The syringes were visually inspected. One of the syringes features a thumbpress that is folded backwards in half. The syringes are reported as being received by the customer in this manner. A review of the device history record was completed for batch# 1228497. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the thumbpress being damaged. Root cause for this defect cannot be determined.

Event description:
It was reported that 2 bd ultra-fine¿ ii short needle insulin syringe were broken and distorted. The following information was provided by the initial reporter, translated from korean to english: and you can see the thumb press button is broken and distorted in one syringe.